Event description:
It was reported that during a laparoscopic duodenal switch the device was difficult to open, and the staples would not form properly. The case was completed with a similar device with no pt consequence.